Event description:
A malfunction alarm with code malf 16 was reported, and it was confirmed that the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged for the replacement of the pump. The customer was instructed on storing the current pump and agreed to return it using a prepaid label within 10 days.